Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 85 mg/dl, 156 mg/dl, 215 mg/dl, 232 mg/dl, 233 mg/dl and 577 mg/dl. The customer declined troubleshooting for high blood glucose. Customer stated that the insulin pump was not delivering but they did not hear any alarms. Customer stated the insulin exited. The device will not be returned for analysis.